Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number: 4295906 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released." Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump had a problem with air detection alarms in the tube when programming the pump in total parenteral nutrition (tpn) mode. The alarm was triggered when there was no air in the tube. Therefore, the problem did not occur every day, but rather periodically. The reported problem occurred during use on the patient, at a distance from the beginning of the infusion, on average, 6 hours to 8 hours from the beginning of the infusion. The incident does not have clinical consequences for the patient, but it was uncomfortable for the patient because of the alarms and for the care team that moves. There was patient involvement, and no other signs or symptoms experienced.